Manufacturer narrative:
This report is submitted on november 28, 2018. (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. The patient was not reimplanted with a new device as of the date of this report.